Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml of baclofen at 270 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2020, it was reported that the patient underwent a pump pocket revision because the pump had tilted in the pocket since the implant (B)(6) 2020. The pocket was revised and the catheter was left intact.